Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history review (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Check syringe plunger sensor was found in the event history log. The technician performed the inspection and checked the function of the 2 flippers by pressing the plunger lever. The 2 flippers were found not moving when the plunger lever was pressed down. The root cause of the reported issue was found to be dowel pin came loose from the plunger head mount. Replaced dowel pin and plunger head mount. Performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that the clamp that holds the syringe was not operating when pulling on the lever. No patient injury was reported.